Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Service history identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing were performed. Fluid ingression was found on the downstream occlusion (dso) sensor and seal. When attempting to calibrate the dso sensor, the device alarmed no disposable. The dso sensor and dso seal were replaced.

Event description:
It was reported that the device gave a cassette detect error. It is unknown if there was patient involvement.